Event description:
A surgeon reported a pt who is unhappy due to an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did no t provide a lot number or any identification traceable to the manufacturing documentation. There was no enough information was provided from the account to properly complete an investigation. Additional information was requested on 05/23/2012 and 05/30/2012 by phone, fax, and email. A completed questionnaire has not been received. (B)(4).